Manufacturer narrative:
Date rec¿d by MFR: 21may2019. Additional information was received from the manufacturer's field service engineer confirming that the touchscreen was functioning, allowing the customer to access the ventilator settings without using the navigation ring. Therefore this was not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the navigation ring failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29may2019. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.